Manufacturer narrative:
No product will be returned for eval. The results of the investigation are not available at the time of this report. A follow-up investigation report will be submitted when completed.

Event description:
The event is reported as: complaint received from repair facility. Applier not holding clips properly. No pt injury reported.